Event description:
It was reported that during a general procedure, there were no details on the device function. It is unknown how the procedure was completed. No adverse consequences reported. No details are available.

Manufacturer narrative:
(B)(4). Ejected clips. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device fed four conforming clips and ejected the remaining three clips. Finally, it locked out as intended. However, it could not be determined what may have caused the found ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.